Manufacturer narrative:
The hospital reported that the unit was tested and the reported complaint could not be duplicated. The unit has reportedly been returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the ventilator failed during a case. There was no reported patient injury.